Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-00948, 0001822565-2016-02563. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Dimensional analysis could not be performed as the liner was still inside of the cup. Review of the complaint history determined that no further action is required as no were trends identified. The report event is addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 11 years post-implantation due to aseptic loosening of the acetabular cup. During the procedure, stained tissue, metallosis, corrosion of the trunnion, and black debris were noted. It is suspected that the cup loosening was due to these findings. An irrigation and debridement was performed and the cup and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.